Event description:
Dr (B)(6) terminated patient without consultation. He called police and patient is barred from his office. No explanation. I am his patient with severe obstructive sleep apnea. I have been on the respironics bipap dream maker since (B)(6) 2019. He recommended a soclean ozone attachment in (B)(6) 2021. I purchased the equipment and they said all instructions were online. I went online and read and viewed the videos. It was obvious that it did not fit my machine. I called the company and they sent the attachment (diffuser) and it worked well. Later I found out about the recall by respironics and I requested a visit to understand my options. The alert stated: stop using the respironics; consult your doctor; work with your doctor for a plan. My appointment was (B)(6) 2021. Dr (B)(6) was not at the office and I saw the np, (B)(6). She came in with oral appliances for alternate treatments. That was not why I had the visit scheduled. I wanted to talk to the doctor and discuss the recall and why he sold me the soclean. (B)(6) stated they told me not to connect it to the respironics. Not true, they told me to consult online and watch the video. I did that. She was argumentative so I went outside to talk to the persons that sold me the soclean in dr (B)(6) office. The supervisor, (B)(6), was not on duty. The clerk could not answer any questions. However, they had several signs, "be kind". I went back out to the desk and talked to a scheduler, (B)(6). She was very professional and courteous. As we spoke the clerk from the soclean sales office walked over with (B)(6) on the phone. I stated to put (B)(6) on hold until I finish the appointment with dr (B)(6) next week. (B)(6) was on speaker, was very loud, rude, and yelling at me. "I will not hold, you put that man on this phone now!!" I said, "(B)(6) why are you not kind?" That set her off on a loud rant. I finished the appointment and left. On (B)(6) 2021 I received a call from (B)(6) to cancel my (B)(6) appointment and state they were terminating me as a patient. I was on my way over and I went in at 10:40 which was my scheduled time to see dr (B)(6). (B)(6) came over and spoke with me and my wife in the waiting area. While discussing the events (B)(6) came over and told (B)(6) that dr (B)(6) had called the (B)(6) police to come. I was shocked! We have been nothing but professional and courteous with business tones of voices. (B)(6) gave me a form to fill out so all my records will be mailed to me. The police arrived and I asked to speak with an officer. He stated that dr (B)(6) has submitted a 'warning for criminal trespass' to me and I must leave and never come back. If I do I will be arrested on the spot. Why? Time line: (B)(6) 2020 the FDA issued a safety communication about risks of ozone use for cleaning. (B)(6) 2021 philips initiates a recall for their machines and warns of ozone (soclean) cleaner. (B)(6) 2021 I have an office visit and purchased the ozone cleaner (soclean) with zero (0) instructions from the office. (B)(6) 2021 (B)(6) (np) states that we were told not to connect soclean to bipap. Not true. (B)(6) during her telephonic outburst said that they did not know in (B)(6) 2021 at my last visit there was even an issue with the machines' compatibility. This also is not true. So they knew in (B)(6) 2021 and told me nothing, no email, no text, no telephone call. (B)(6) 2021 I had the visit and dr (B)(6) recommended I purchase the soclean. I did. They gave no instructions. (B)(6) 2021 (B)(6) (np) stated that I was told in (B)(6) 2021 not to connect the machines. Not true. (B)(6) 2021 (B)(6) told me on the phone that they did not know in (B)(6) 2021 to not connect the machines. Not true. (B)(6) 2021 I came with all the documentation. Dr (B)(6) refused to see me, called the police and filed a warning of criminal trespass. FDA safety report ID# (B)(4).